Event description:
Inadvertent omission of quarterly (q4-2013 and q1- 2014) dose audits/verifications on listed affected products. All of the affected products were sterilized appropriately per internal procedures at validated terminal gamma irradiation doses despite the omission of the dose audits.

Manufacturer narrative:
Additional catalog, lot, catalog# 7118, lot: 028113,016913,028213. Additional manufacture date: 01/27/2014 and 01/28/2014.